Event description:
It was reported that before the surgery, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested, and the following was obtained: did the damaged result in a loss of sterility? Any hole, tear, or puncture in the tyvek or blister that compromises sterility. Open or incomplete seal. Yes, the sterility was loss. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2022 d4: batch # 403a72 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage. In addition, the tyvek was returned along with the device. Upon visual inspection from the tyvek, no damage was observed related to integrity. In addition, the seal area was noted completed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no damage was noted on the tyvek. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.